Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had a pre-existing low ejection fraction (ef) of 20%; therefore, the implant procedure was performed under extracorporeal membrane oxygenation (ECMO). A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic balloon. It was noted that the balloon slipped several times. Upon the first deployment attempt, under expansion of the valve frame was observed. Upon fluoroscopic inspection, an infold was also noted. Subsequently, the valve was recaptured and attempted again; however, there was no change in the expansion, and the valve was withdrawn from the patient. Another pre-implant bav was performed using a 25 mm non-medtronic balloon, and a new valve, new delivery catheter system (dcs) and new compression loading system (cls) were used. During the implant of the new valve, the valve was recaptured once; however, there was no expansion failure observed. Subsequently, the valve was implanted at a depth of approximately 3 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Following the implant of the valve, paravalvular leak (pvl) was observed that was described as "not severe" and the procedure was completed.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012659436); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two media images and three cine images were provided for review. There was no computed tomography (CT) imaging or executive summary provided for anatomical consideration, and no fluoroscopic valve check provided to confirm the valve was loaded properly. It was reported that after a pre-implant balloon dilation was performed, the valve appeared under expanded. Evidence shows an infold on first deployment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the valve was recaptured and attempted again with the same result. The valve was then recaptured, a new valve was loaded on a new delivery catheter system (dcs), and another pre-implant balloon dilation was reported. It was reported that during the implant of the new valve, the valve was recaptured once; however, there was no expansion failure observed. There is no evidence of the final valve deployment or release. Updated: b1, b2, b5, h1, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had a pre-existing low ejection fraction (ef) of 20%; therefore, the implant procedure was performed under extracorporeal membrane oxygenation (ECMO). A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic (z-med) balloon. It was noted that the balloon slipped several times. Upon the first deployment attempt, under expansion of the valve frame was observed. Upon fluoroscopic inspection, an infold was also noted. Subsequently, the valve was recaptured and attempted again; however, there was no change in the expansion, and the valve was withdrawn from the patient. Another pre-implant bav was performed using a 25 mm non-medtronic (z-med) balloon, and a new valve, new delivery catheter system (dcs) and new compression loading system (cls) were used. During the implant of the new valve, the valve was recaptured once; however, there was no expansion failure observed. Subsequently, the valve was implanted at a depth of approximately 3 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Following the implant of the valve, paravalvular leak (pvl) was observed that was described as "not severe" and the procedure was completed. Additional information was received that the second valve recaptured after the first deployment attempt for position adjustment. A procedural delay occurred as a result of the infold. Per the physician, the patient's annular calcification contributed to the infold/under expansion. The severity of pvl observed was less than mild. It was reported that an onset of a conduction disturbance/pacemaker placement occurred the day of the valve implant procedure.